Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of unknown. Customer's current blood glucose value was 173 mg/dl. Customer specified other relevant blood glucose level as 500 mg/dl, 600 mg/dl, 835 mg/dl, 480 mg/dl. The customer was not wearing the insulin pump during the hospitalization and was treated using insulin drip. The customer did not allege that the insulin pump was under delivering. Customer declined troubleshooting for high blood glucose values. The device is expected to be returned for analysis.